Event description:
Add'l info received on (B)(6) 2010, identified this case as reportable. A (B)(6) pt who was undergoing a posterior cervical laminectomy was involved in a slippage with a mayfield triad skull clamp. The unit did not hold the pt's head resulting in bilateral lacerations which required stapling. The pt was not repositioned during the procedure. Integra adult disposable pins (B)(4) were used during the surgery. No stereotaxy device was used at the time of the incident.

Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: root cause of this incident was that the rocker arm was missing the nylon washer, spring washer and the rocker arm had been disassembled. There was also a heavy residue built up on the device. This unit was made in 2002 and was last in for servicing in 2006. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.